Event description:
The event is reported as: the connector was broken prior to pt use. Another tube was successfully used. No pt injury reported.

Manufacturer narrative:
The device sample was not received to the MFR at the time of this report.